Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).